Manufacturer narrative:
Initial

Event description:
It was reported that an ilet pump would not power on after charging, with the screen remaining black despite multiple outlets and a charger indicator turning solid green, which is consistent with a screen or touchscreen not functioning. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a device issue characterized by an unresponsive interface consistent with a key/button or touchscreen not working. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.